Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s5 roller pump. The event occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A serial readout was performed and sent to livanova (B)(4) for analysis. Evaluation of the serial readout was unable to confirm the reported issue due to an outdated processor board in the pump, which prevents the logging of all errors. This board version is no longer in production. The old board was replaced and subsequent functional testing was completed without further issues. If any additional information relevant to the reported issue is received, it will be provided in a follow-up report. Hospital keeps spare parts.

Event description:
Livanova (B)(4) received a report that an s5 roller pump stopped twice during a procedure. An alarm was not displayed. The user adjusted the speed control knob to resume flow. There was no report of patient injury.